Event description:
While the physician was using the penumbra system separator 032, advancing and retracting through the rhv, the separator kinked and subsequently fractured. The physician used a second separator and the same thing happened. Both distally fractured segments were easily retrieved as they were still in the rhv. The patient's condition was not altered as a result of these events and the physician continued the procedure with the patient having a successful revascularization of the vessel. This MDR is associated with MDR 3005168196-2011-00261 and MDR 3005168196-2011-00262.

Manufacturer narrative:
Results: there are kinks in the proximal end of the separator at 7.0, 7.8 and 8.7 cm from the beginning of the green pfte coating. There is also a kink in the distal end, 8.6 cm from the distal tip. The separator is not broken as reported. The maximum width of the separator bulb is 0.02859" and is within specification. The separator is non-functional. Conclusion: the original complaint describes two 032 separators that fractured during manipulation through the rhv. The returned separators included a separator 032 and separator 026. The separator 032 was not broken but kinked in the region described in the complaint (at the proximal taper grind). The separator 026 was fractured as described in the complaint. Both kinking and breaking in this region are frequently seen when the proximal taper grind is manipulated outside of the rhv during the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.